Event description:
Consumer stated while using (B)(4) 3ct bristles falling out causing patient to gag/choke on product. Called consumer and she said the bristles fell out during the first use. It happened with 2 out of 3pk of heads. She threw out the two heads she used. She did not use the 3rd head, so she does not know if the bristles fall out. Requested product, but it was not returned.